Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and saw there was no spark or flame visible but the smell of smoke was noticeable. The se found a burnt computer chip on the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The se replaced the gui cpu pcb. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, smoke was observed coming out from an 840 ventilator. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.